Manufacturer narrative:
The initial MDR 2432235-2016-00132 was filed on march 15, 2016. Additional information (05/03/2016): a siemens headquarters support center (hsc) specialist reviewed the instrument data and determined that this was an isolated event.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. Quality controls were within range at the time the discordant result was obtained and system maintenance had been performed in accordance with the system manual. The customer runs all positive troponin patient samples in duplicate and the instrument is scheduled for replacement with an advia centaur xp instrument. The cause of the discordant, falsely elevated tni-ultra result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on one patient sample on an advia centaur cp instrument. The discordant result was not reported to the physician(s). The sample was repeated three times on the same instrument, resulting lower all three times. One of the repeat results was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra and result.